Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she first developed mastitis two weeks post partum and confirmed that she was prescribed antibiotics for multiple cases of mastitis. She indicated that the replacement pump was working without issue and the mastitis was resolved. The pump was received on (B)(6) 2018 and is pending evaluation as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she had a broken port on the faceplate of her pump in style breast pump and was having a hard time expressing, which was causing her pain. The customer further alleged that she had mastitis four times, for which she sought medical attention.

Manufacturer narrative:
The device was returned without the customer's parts or accessories, was evaluated on 11/19/2018 and failed vacuum and cycle specifications. It was noted during the evaluation that the diaphragm was dirty, the stalok clips were broken, the faceplate was dirty and the tubing port on the faceplate was broken. The customer's report of a broken tubing port was confirmed. [(B)(4)].